Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold due to lead migration. The reported lead was explanted and replaced on (B)(6)2022. The patient was in stable condition.

Event description:
Additional information received noted that the event was observed in clinic and migration of lead was confirmed through x-ray.